Manufacturer narrative:
Device was returned to the manufacturer: a visual and microscopic examination was performed on the outer shaft, inner shaft, balloon and tip of the coyote es device. There were no visual damages noted, but a pinhole 5mm from the tip was identified microscopically. No other damages or irregularities were presented during the inspection of the remainder of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.